Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2013 with the following findings: there was no data in the black box or download histories from time of reported high blood glucose due to continued use. The daily insulin delivery totals appear inconsistent due to time date issue. The pump powered on, the pump has audible and vibratory sounds, and the audio bolus button was intact.

Event description:
The patient's mother contacted animas on (B)(6) 2011 to report that the patient just started on pump and obtained a message of "hi (blood glucose >600 mg/dl)" this evening when testing her blood glucose. The reporter stated the patient had symptoms of increased thirst and increased urination. The patient was not tested for ketones. At the time of the call, the reporter and patient were walked through proper steps to deliver ezbg bolus for elevated blood glucose. During a follow-up later that evening, the reporter confirmed the patient's blood glucose decreased to 302 mg/dl and the symptoms had decreased. At the time of troubleshooting, the pump history was reviewed and it was revealed that total daily deliver (tdd) for bolus was 0.00 units and basal was 0.460 units. The reporter claimed the bolus was programmed twice. Review of bolus history confirmed 0.00 units at three different times. At the time of the call, the patient's mother learned that the patient was using ezcarb to calculate bolus amount; however, she did not use arrow key to program the recommended amount into her pump. The patient claimed she was pressing go which resulted in the 0.00 unit boluses. Although it was determined there was no pump malfunction involved, this complaint is being reported because the patient developed symptoms suggestive of hyperglycemia due to improper use of the pump.